Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neuro stimulator (ins) for complex regional pain syndrome type I. Patient said implant before that was done on (B)(6) 2008 and he was told not to have it done but he did anyways and the night he had it done he had to be rushed into emergency surgery because something went wrong with that with the implant inside him. No further patient symptoms or complications were reported in this event.